Event description:
Upon receipt of the device, the user reported the level sensor connector was broken. The sensor was returned for evaluation. Since the event occurred upon receipt of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.